Event description:
The affiliate stated the customer reported broken o-ring on the upper side of the needle cartridge and approximately one microliter of blood and isoton fluid leaked outside the instrument involving the coulter hmx hematology analyzer with autoloader. The customer noted a small crystallized blood on the broken needle cartridge upper o-ring. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of any erroneous patient results. Patient care was not impacted. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the o-ring on the upper side of the needle cartridge damaged and leaking. The fse replaced the needle cartridge and resolved the reported issues. The fse proactively adjusted the stabilise pumps. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Needle cartridge. In conclusion, the likely cause of the event is attributed to the damaged o-ring on the upper side of the needle cartridge. A definitive root cause is unknown. (B)(4).